Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a model or lot number was not provided by the customer. This incident has been added to our database of reported incidents.

Event description:
It was reported that the unspecified bd infusion set experienced component separation. The following information was provided by the initial reporter: clinician reported a tubing separation that occurred the day of the site visit, that occurred when the IV set got accidentally pulled when moving the patient.